Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to high pacing thresholds and noise from electromagnetic interference which was oversensing with no pacing inhibition observed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.